Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Implant date is an approximation.

Event description:
It was reported to medtronic neurosurgery that the valve may be leaking.

Manufacturer narrative:
Additional information received reported the patient thought the leakage was from the device or from the point it was attached. The patient would feel a ¿pressure¿ and feeling of liquid under their scalp and thought the leakage was pushing the device away from the skull. In addition, the patient asked for the setting to be adjusted from 1.5 to 2.0 in february 2017. A month later, the patient asked for the device to again be adjusted, this time to 2.5. When the setting was checked, it was at 2.5, which reportedly meant that the device had not been adjusted to 2.0 previously or that the device changed from 2.0 to 2.5 for ¿some reason.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient gender updated. If information is provided in the future, a supplemental report will be issued.